Manufacturer narrative:
Correction provided in h6. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the final culture results are not available and no cause of the peritonitis has been established, all dialysis treatments include risk of infection due to the decreased immune defenses of the patients and because dialysis techniques increase the potential of microbial contamination. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
On (B)(6) 2023 a contact for this patient called fresenius technical support for assistance in canceling the patient¿s peritoneal dialysis (pd) treatment utilizing the liberty select cycler. The patient needed to go to the emergency room (ER). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment on (B)(6) 2023 when he experienced abdominal pain requiring him to go to the ER. The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The preliminary pd effluent culture has shown no growth after four days. The patient was discharged from the hospital on (B)(6) 2023. The patient was scheduled for a pd clinic visit on (B)(6) 2023. The cause of the peritonitis is unknown. There was no additional information related to the peritonitis event.

Event description:
On (B)(6), 2023 a contact for this patient called fresenius technical support for assistance in canceling the patient¿s peritoneal dialysis (pd) treatment utilizing the liberty select cycler. The patient needed to go to the emergency room (ER). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment on (B)(6), 2023 when he experienced abdominal pain requiring him to go to the ER. The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The preliminary pd effluent culture has shown no growth after four days. The patient was discharged from the hospital on (B)(6), 2023. The patient was scheduled for a pd clinic visit on (B)(6), 2023. The cause of the peritonitis is unknown. There was no additional information related to the peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction provided in h10. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. There is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler and cycler set. There is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the final culture results are not available and no cause of the peritonitis has been established, all dialysis treatments include risk of infection due to the decreased immune defenses of the patients and because dialysis techniques increase the potential of microbial contamination. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis even sample was not returned to the manufacturer and the lot number was not provided. Manufacturing review was performed on the products shipped to the patient for a 3 month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. No non conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records conducted and confirmed that the results of the in progress and final quality control testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023 a contact for this patient called fresenius technical support for assistance in canceling the patient¿s peritoneal dialysis (pd) treatment utilizing the liberty select cycler. The patient needed to go to the emergency room (ER). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment on (B)(6) 2023 when he experienced abdominal pain requiring him to go to the ER. The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The preliminary pd effluent culture has shown no growth after four days. The patient was discharged from the hospital on (B)(6) 2023. The patient was scheduled for a pd clinic visit on (B)(6) 2023. The cause of the peritonitis is unknown. There was no additional information related to the peritonitis event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2023 a contact for this patient called fresenius technical support for assistance in canceling the patient¿s peritoneal dialysis (pd) treatment utilizing the liberty select cycler. The patient needed to go to the emergency room (ER). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment on (B)(6) 2023 when he experienced abdominal pain requiring him to go to the ER. The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The preliminary pd effluent culture has shown no growth after four days. The patient was discharged from the hospital on (B)(6) 2023. The patient was scheduled for a pd clinic visit on 31/may/2023. The cause of the peritonitis is unknown. There was no additional information related to the peritonitis event.